Manufacturer narrative:
(B)(4).

Event description:
It was reported " system error #8 alarms when pump is running in battery mode". To complete/continue therapy another pump was used. Additionally it was reported that there were "no patient issues".

Manufacturer narrative:
(B)(4). Returned for investigation were the ac3 front end board and internal cables of front-end board. The samples were returned in a brown cardboard box and the front-end board was further enclosed in electrostatic protective bag. Visual inspection of the front-end board and the cables was performed. No abnormality was noted. The front-end board and the cables were installed into a known good ac3 for functional testing. The pump was powered on with no abnormalities. The 12vdc was present at the fos input connector. The pump was able to recognize to fos tester. The pump was success-fully autozeroed the fos with the status "ok" on both ac and battery power. A patient simulator was connected to the pump and pumping was initiated. The front-end board passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for approximately 60 minutes and no alarms or errors had occurred. A de-vice history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 8 alarm" was confirmed by the field service engineer: how-ever, the returned front-end board and cables passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported " system error #8 alarms when pump is running in battery mode". To complete/continue therapy another pump was used. Additionally, it was reported that there were "no patient issues".